Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis were not reported. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized but was to be discharged in three more days. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
While hospitalized for the peritonitis, the patient developed kidney failure and was placed on hemodialysis as pd therapy was no longer effective. In the month after the onset/hospitalization for peritonitis, the patient passed away. The official cause of death was unknown; however, unrelated causes were reported. The patient was performing hemodialysis therapy for greater than 1 week prior to death. The patient had not yet recovered from the peritonitis at the time of death. It was not reported whether an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: event problem codes and evaluation codes. (B)(4). Additional information: outcomes attributed to adverse events, date of event, describe event or problem, relevant tests/lab data, other relevant history, event problem codes, evaluation codes and additional MFR narrative. The peritonitis occurred on an unknown date in (B)(6) 2016. Upon follow up, it was reported the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was further described as the patient contaminated themselves at home. The patient was treated with unknown intraperitoneal antibiotics. The patient was recovered from the peritonitis event on an unreported date, the month prior to death (previously reported as not yet recovered). The patient was discharged from the hospital on an unknown date. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.